Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The device was returned for evaluation. The reported event of ¿battery early depletion¿ could not be confirmed. As received, the device was at elective replacement indicator level and no anomaly found on the header that is related to the field concern. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics except for device being at elective replacement indicator level due to normal usage. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.